Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows nicks, gouges, surface scratches consistent with the usage of the device and has fractured into two pieces. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The device was manufactured on april 15, 2013 and has been in the field for approximately six years and eleven months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear from use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured during the procedure. There was no patient injury as a result of the malfunction. Attempt for further information has been made, but no further information has been provided.